Manufacturer narrative:
Sections with additional information as of 25-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with school nurse and student mom came a pick her up from school no additional information was given by nurse. Note: per follow up on (B)(6) 2020: school nurse did contact the doctor. The doctor stated that because the meter gave an error code, he would not give her any orders of medication. The student is back in school and is doing ok. No medical attention was needed.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. School nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling groggy. Medical attention is not reported as a result of the actual blood glucose results or symptoms. The product is stored according to specification in the school clinic. During the call a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer¿s expiration date is 10/28/2020 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.